Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a false air in line alarm was discovered and confirmed during product evaluation. The root cause of this condition was assigned to failure of the air in line printed circuit board. The air in line printed circuit board was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The baxter service technician reported a colleague infusion device that experienced a false air in line alarm during device evaluation. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.